Manufacturer narrative:
Initial.

Event description:
It was reported that the patient swam with the ilet, after which the device would not power on and displayed alarms with codes 57, 61, and 67, consistent with a mechanical problem following fluid exposure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with the reported post-exposure malfunction and error codes. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.